Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous transluminal angioplasty. Step 1 was performed without issue and the procedural sheath was exchanged for the starclose se sheath. The starclose se shaft was introduced into the sheath hub. During step 2, the vessel locator was deployed; however, when pulling back the device slightly, the whole device was removed from the anatomy (arterial access was lost). Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed. The loss of arterial access could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the loss of arterial access however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.